Manufacturer narrative:
The reported defective device has been returned to the MFR and an investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a f/u medwatch. (B)(4).

Event description:
As reported on (B)(6) 2011, while performing dialysis catheter insertion, after successfully completing the tunneling of the dialysis catheter, the tunneler sleeve "fell apart." The device was outside of the pt when this malfunction occurred. There was no harm to the pt and no additional medical intervention was required.